Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose level was 477 mg/dl. They did not reported any treatment for high blood glucose level event. They reported that they experienced dehydration as a symptom of high blood glucose level. They reported that there were no air bubbles or kinks or bends in tubing. They performed the prime fill anomaly and stated that the insulin exited. The insulin pump will not be returned for analysis.